Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter. The customer reports that the device was fitted during the morning but at 8pm the medical staff noticed a leak between the connecting site of the device and the adaptor. The pt is a baby under (B)(6).

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was not returned to the manufacturing site for review. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. Several attempts to gather information regarding this event from the customer were made. No response has been received. If additional pertinent information becomes available, the report will be updated. With the available information received to date, the most probable root cause could be considered as misuse (leaking due to over bending or excessive force during use of the uvc catheter). However without the cited catheter, this cannot be confirmed. The reported lot involved this complaint was manufactured on 04/03/2013 prior to the implementation of special 510k#k130725. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry.